Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of the bag leaking could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the unspecified bd intravascular administration set experienced leakage. The following information was provided by the initial reporter: consumer stated they had a bag leak at their cancer center. Clinician reported grabbing bag at top with hand and went to reach top of IV pole and bag "opened up". Happened with a 250cc ICU medical bag and bd tubing. No additional details provided.